Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician had advanced the was sheath deep into the anterior lobe and the pigtail catheter was removed. The patient shifted themselves on the table as the wds was being inserted. After the was and wds were snapped together, the flx ball was unsheathed. A puff of contrast was given and it was seen that contrast was leaving the border of the heart into the pericardium. The device was immediately deployed and met release criteria, so it was released and the system was removed from the left side of the heart. Protamine was given to reverse heparin. Intracardiac echo (ice) showed a very small effusion that was not present at the start of the case but it was not growing. After monitoring for a period of time, the effusion was not growing and the patient was asymptomatic. It was noted that the was sheath perforated the appendage. The patient was kept overnight for observation and was expected to fully recover.